Event description:
While advancing the cypher stent toward the target vessel, the physician felt resistance. The product was removed and examined, at which point, the struts were observed to be flared. However, the exact location of the flare was not identified.